Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The issue could be replicated. The manufacturer representative removed the check mark to send structured radiation dose reports to the igs server. Exams were then able to successfully transfer to the navigation system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a sacroiliac and thoracolumbar , the imaging system received an error message stating that the igs server could not accept structured reports being sent. It was reported that the issue occurred when transferring a 3d image acquisition to the medtronic navigation system in the operating room (or). The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.